Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01 may 2024 it was reported by a sales representative via email that an ar-1595tc drl pin,acl t-rope closed eyelet,4mm failed during a case. This occurred on (B)(6) 2024 during a graftlink acl when the surgeon was drilling through the femur and the wider part of the drill end on the spadetip drill broke off. The case was completed successfully through the use of another drill. There was case involvement.

Manufacturer narrative:
The complaint allegation is confirmed based on the photo provided by the customer. Visual evaluation revealed the tip of the drill pin is broken off. Arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.